Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(6) 2012 from (B)(6) for product 2 way standard sec foley catheter size 16x10. Customer complaining: "impossible to deflate the balloon."

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in(B)(6). This is related to (FDA audit-observation #7 from (B)(4)). Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on (B)(6) 2013. Note: the actual date of event (a3) is unknown, so the date used was the date was became aware.